Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.000177 - the dentist reported that 15 days after the dental implant was installed in intraoral region #13 it was verified its non- osseointegration. The patient presented insufficient bone quality/quantity (bone type IV) and bone graft was executed. Thirty-five ncm of primary stability was achieved and immediate load was not executed.